Event description:
It was reported that while this device was being used in an angioplasty procedure, the physician was unable to inflate the balloon of this device. Further examination at the user facility revealed what was reported to be a leak in the balloon.